Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Without additional information or return of the device the clinical observation cannot be confirmed and cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a 29mm transcatheter valve was implanted inside a disabled 31mm mitral bioprosthetic valve via a valve-in-valve procedure. The implant duration of the 31mm valve at the time of the valve-in-valve procedure was approximately nine (9) years, two (2) months. The reason for valve-in-valve intervention is unknown. Both devices remain implanted. No additional information was provided.

Manufacturer narrative:
Additional manufacturer narrative: based on the information received the cause of the event cannot be conclusively determined; however, patient factors may have contributed to the event.

Event description:
Through follow up with the healthcare provider edwards learned the reason for transcatheter valve-in-valve intervention is due to tricuspid stenosis. No complications were reported.